Manufacturer narrative:
Product ID: 8840 product type programmer, physician product ID: 8709 serial# (B)(4), implanted: 2000 (B)(6), product type catheter. (B)(4).

Event description:
It was reported that, after a pump replacement, the pump was programmed using the wrong length of catheter. Initially, it was thought that the implanted catheter was a two-piece version which would make the total length of tubing 111.7cm; however, it was later found that the catheter was actually only one piece which would mean a total length of only 96.6cm. Thus, the initial bolus was programmed for 890mcg over 40 minutes instead of 822mcg, though the bolus had been stopped after only 21 minutes. It was stated that approximately 467.25mcg had been delivered before being reprogrammed. There were no reported patient symptoms. The drug used in this system was lioresal.